Manufacturer narrative:
Bayer service performed a system service check out of the medrad stellant CT injection system with certegra workstation (sn (B)(4)) on (B)(6), 2015 and determined the injector was operating to specification. The site reported that they had discarded the sterile disposable products used during this injection, but were able to provide the lot number of the stellant syringe kit (sds-ctp-spk) in use at the time of this event. Bayer quality assurance product analysis functionally tested a retained sample of the stellant syringe kit and determined that it performed to specification. A bayer clinical support specialist spoke with the site manager and reported that, post procedure following the incident, the injector pressure graph was reviewed by the technologist, radiologist and the manager who all confirmed that the graph displayed zero pressure. A buildup of pressure was expected but none was witnessed. The manager alleged potential human error in association with this adverse incident as well as making reference to a suspect third party transfer set that was used to fill the syringes prior to injection. The site declined the offer of additional applications training; however, bayer clinical support reviewed the visualization and interpretation of the injector pressure graph with the manager. The site is currently using the injector with no reported problems. The stellant syringe kit instructions for use instruct the user that "air embolization can cause death or serious injury to the patient. Do not connect a patient to the injector until all trapped air has been cleared from the syringe and fluid path. Carefully read the instructions for loading and the use of the fluidots indicators (where applicable) to reduce the chance of air embolism." The stellant operation manual and stellant with certegra workstation operation manual both contain similar instructions.

Event description:
The site reported the following: a (B)(6) female emergency department patient underwent a CT scan of the chest with pulmonary embolism protocol while connected to a medrad stellant CT injection system with certegra workstation. Following the prescribed 100ml contrast injection the patient immediately went into cardiac arrest. Chest compressions were performed and the patient cardiac rhythm returned to normal. A large amount of air was visualized in the heart on the CT images. A scan 30 minutes later revealed no air present and also no residual contrast media was seen. The patient was admitted to a regular nursing floor with underlying pneumonia and possible rib fractures.